Manufacturer narrative:
The returned valve was patent. It met the requirements for reflux, leak, pressure-flow, and pre-implantation testing. All performance levels could be set with a single attempt, and the valve did not spontaneously change levels during the course of analysis. Therefore the condition of the complaint could not be duplicated by laboratory personnel. The instructions for use that accompany the device caution that devices known to contain magnets should be kept away from the immediate valve implant location, as they may have an effect on the performance level setting of the strata-type valve. A review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture. (B)(4).

Event description:
It was reported to medtronic neurosurgery that the patient developed subdural hematomas after their strata nsc burr hole valve changed pressure level settings from 1.5 to 0.5 on two separate occasions. According to the report, no MRI's were performed and the patient did not have any magnetic devices. The valve was explanted on 2014-(B)(6).